Event description:
Multiple motor stalls with recoveries were reported. Confirmed motor stall and recovery was recorded in event logs, the first stall being on (B)(6) 2011 at 6:05. Following which the pump had had multiple stalls and recoveries. Drugs delivered via the pump were droperidol 75mcg/ml, morphine 1mg/ml at a daily dose of 0.099mg and clonidine 100mcg/ml. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8709, serial #: (B)(4), implanted on: 2004-(B)(6), explanted on: unk.

Event description:
Additional information reported that the patient experienced symptoms of withdrawal and was ¿so sick.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient's pump was replaced. It was later reported that the patient was "fine" following the pump removal. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.